Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The implant surgeon reported to the customer who reported to our sales rep that during a surgery it was observed that the spring ring of the target device had loosened during the surgery and had to be removed. There was a delay. The surgery was successfully completed at the end.